Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported that several episodes were recorded by the device without atrial or ventricular electrogram signals. A device sensing issue is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.